Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of delivery issue is determined to be patient condition because patient unfortunately expired before device and the insertion was aborted.

Event description:
The complainant reported that at the beginning of impella rp flex placement, the physician had venous and pulmonary artery access with wire and was just about to start with the impella introducer kit when the patient coded and expired. Per medical safety officer review: there is not enough information to exclude the impella device [guidewire] used as an associated factor in the patient's outcome. Given the information at hand, access was made with the guidewire, used at the time of the patient's demise and no alternative cause for the event is identified as a likely cause of such event. Information is limited and cause of death details are unnoted.

Manufacturer narrative:
A.1, a.4 and a.5 are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. Per medical safety officer review: there is not enough information to exclude the impella device [guidewire] used as an associated factor in the patient's outcome. Given the information at hand, access was made with the guidewire, used at the time of the patient's demise and no alternative cause for the event is identified as a likely cause of such event. Information is limited and cause of death details are unnoted. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller, section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿